Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Without product return and proper evaluation of the device, the most probable cause that contributed to the event remains unknown. A labeling review was performed on the device instructions for use (IFU). The IFU cited: a damaged fiber may cause accidental laser exposure or injury the to the treatment room personnel or patient, and/or fire in the treatment room. It further states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. And lastly, hold the fiber tip to a nonreflective surface, and ensure that a circular green spot appears. If the spot is not circular, re-cleave the fiber (see fiber tip renewal during operation for details). If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on the information available, a conclusion code of cause linked to device but unable to trace more specifically was assigned to this investigation, since the problems were traced to the device, but the investigation could not identify the actual root cause (e.g., design, manufacturing, component).

Event description:
It was reported that during procedure, the fiber was broken. The procedure was completed using another of the same device. There were no patient complications.

Event description:
It was reported that during procedure, the fiber was broken. The procedure was completed using another of the same device. There were no patient complications.